Manufacturer narrative:
(B)(4). As neither the instrument was available for evaluation nor the lot number was available, we are not able to do any evaluation of the failure nor a review of the DHR. In general, all instruments undergo a 100% functional test in final inspection. It cannot be determined, instrument and information missing. Interim decision: our customer do have a good right that the instruments are in a corresponding state and we take a serious interest in analyzing problems or defects, for processes and instruments can be improved in result! The concerned instrument and the lot number was not submitted, but we should have a closer look to the problem to be able to make a statement on this issue. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was clipping the vessel, jaws of hem-o-lok fell apart and the holding pin/ bolt of jaws fell into cavity. Pin was never recovered.